Event description:
It was reported that the lead had low impedance paces. Unipolar impedance is higher than bipolar impedance. The lead remains in use. No patient complications were reported as a rseult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.